Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a peripheral angioplasty procedure two advance 35 lp low profile balloon catheter devices ruptured. According to the initial reporter, the ruptures occurred on the back table, during prep, and the devices never made patient contact. It was reported that the balloons were inflated using a mix of 2cc of contrast with 8 cc of saline. It was stated that both of the balloons burst at 2-3 atms. It is unknown which direction the ruptures occurred. Additionally, a similar device was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. See the manufacturer report number 1820334-2018-03229 for the first balloon. This report is for the second balloon.

Manufacturer narrative:
Additional information event & other relevant history: additional information was received noting the balloon did make patient contact. Per contact at complaint facility: "I remember it was inside the vessel as he was re-prepping the balloon so he does it [inflates the device] before entering the body and inside". No section of the device remained in the patient and the patient did not require additional procedures as a result of the event. The procedure was completed successfully and the result was patency of the vessels. Patient pre-existing conditions were also provided. These included non-pressure chronic ulcer of left heel and midfoot with necrosis of muscle. Unspecified atherosclerosis of nonautologous biological bypass graft(s) of the extremities, a left leg peripheral vascular angioplasty status with implants and grafts. Hyperlipidemia essential (primary) hypertension. Bilateral primary osteoarthritis of hip. Hyperlipidemia, unspecified chronic viral hepatitis c. Along with hypothyroidism, unspecified atherosclerosis of native arteries of the left leg with ulceration of part of the foot. Finally, non-pressure chronic ulcer of other part of unspecified foot with necrosis of muscle back on (B)(6) 2018. Additional information: age or date of birth, sex, weight. Investigation/evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the balloon had ruptured. The device was returned in its original packaging. Upon initial investigation, biomatter could be seen on the hub and throughout the balloon on both the inside and outside. The catheter and tip were free of damage with both marker bands present and secure. This information was inconsistent with the originally reported event. After reaching out to the facility, investigation was able to confirm additional information noting a rupture inside the patient, as opposed to on the prepping table. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, an IFU is provided with the device. This IFU addresses instruction for balloon preparation and introduction. In preparation, the steps outline the process of preparing the balloon lumen and purge the system of air bubbles. During introduction of the catheter, negative pressure should be applied. This is to be held until the balloon has been advanced to the lesion site. At this point, inside the patient, the balloon shall be inflated. Moreover, a review of the manufactures instructions, quality control procedures, and design history was conducted and revealed no gaps. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.